Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 800 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump had crack retainer ring. Customer stated that reservoir was able to lock in place. Customer reported low reservoir alert. Customer was able to clear the alarm. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.